Manufacturer narrative:
The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter, and the patient experienced pericardial effusion that required pericardiocentesis. After the procedure post use of the octaray and the smart touch sf catheter, a small amount of pericardial effusion was observed when it was checked by echocardiography. The cause was unknown. Pericardial effusion was small so pericardial drainage was not performed and the procedure was completed. However, pericardial drainage was eventually performed because the blood pressure did not increase. Extended hospitalization was reported for observation however the patient fully recovered. The physician's opinion was that there was no relationship with the product. After the septal puncture, when inserting the wire into the left atrium, it was inserted into a location that felt strange on the fluoroscopy, so the physician thought that there may have been a slight perforation at that time. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. No abnormalities were observed during use of the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The investigation was completed on (B)(6) 2024. The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31425156l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).